Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a air bubbles present on the reservoir and it was too big to remove it. Customer stated that approximate size of air bubbles was big. Customer stated that air bubbles were not removed successfully. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.